Manufacturer narrative:
Correction: corrected the facility and physicians name and address from what was initially reported.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Correction: in earlier report, "product problem" should also have been selected.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg no longer communicates with the charger nor with the programmer. Patient previously charged ipg once every four week in one hour increments, as well as lost a total of 10 pounds in two months. Clinical specialist confirmed the ipg is inoperable. Patient plans to meet with physician to discuss plan of action.